Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
A hospital from (B)(6) stated that there was a problem with the lamination in the middle of the heater coil on two closurefast catheters. Investigation showed on (B)(6) 2014, a rupture of the coating in the middle of the catheter. Please reference MDR 2953189-2014-00048 for the other closurefast catheter referenced in this complaint.